Event description:
It was reported that the bd intima-ii closed IV catheter system had foreign matter. The following information was provided by the initial reporter, translated from (B)(6) to english: ¿when the product package was opened, large areas of amber stains were found at the septum and extension tube¿.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: in response to the event reported by your facility a device history review was conducted for lot number 0267298. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, a sample was returned to our facility to aid in investigation & evaluation. Our engineers noted that the returned packaging had been opened and the returned device had a large amount of black foreign material on its surface. Compositional testing of the foreign body was able to positively identify the material as a polyacrylamide and carboxyl. A comparison of this material with all known materials on the production floor, and any potential chemical reactions that could occur with them were reviewed; no suitable sources of contamination could be identified. Based on these observations and test results, our engineers were not able to identify a root cause for this event.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system had foreign matter. The following information was provided by the initial reporter, translated from chinese to english: ¿when the product package was opened, large areas of amber stains were found at the septum and extension tube¿.